Manufacturer narrative:
Additional narrative: the depuy warsaw material research department evaluated the product and found the part fractured at the groove of the connection feature to mate with a broach handle. The fracture of the broach was caused by low cycle high stress fatigue. Fracture due to fatigue indicated that cyclic bending loading was applied exceeding the fatigue strength of the material. No material defects were observed in the broach that could have contributed to fracture initiation and/or propagation to failure. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Post on trilock broach broke off at lower portion of notch. No instrument to remove broach so had to devise a contraption to remove broach. Used a flex osteotome and a medium lane bone holder on prox portion of broach. He then used a cable to tension the handle grip and impacted the tensioner. Delay of 45 minutes.